Event description:
It was reported that during testing, an external pulse generator's sensitivity setting was at 20 mv but measured out of specification at 16.2 mv. The customer is expected to return the device to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).